Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 400 mg/dl. The customer reverted to an alternate method in insulin therapy.